Event description:
Routine complaint investigation confirms several test results which were out-of-range of the quality control solutions (specifically intended to verify device performance). These results, had they been obtained from a pt sample, could potentially have has adverse clinical effects. No injuries reported in the field.